Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, while advancing a pod coil into the target location, the physician noticed under fluoroscopy that the pod coil had unintentionally detached within the microcatheter. The physician then flushed the microcatheter with saline to push the detached pod coil into the vessel and the coil was successfully implanted. Next, while advancing another pod coil, the physician kinked the pusher assembly and the pod coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed and the coil was flushed out. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2023-00431 h3 other text : placeholder.